Manufacturer narrative:
Zoll med corp has not rec'd the prod for eval and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed a "check pads" message. Complainant did not indicate that there was any pt involvement in the reported malfunction.